Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00mm x 20mm maverick² balloon catheter was selected for dilatation however it was noted that the shaft came off near the hub of the catheter. They were unable to use the device. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a maverick2 shelf box. The balloon was tightly folded. The hypotube was fractured adjacent to the distal edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00mm x 20mm maverick²¿ balloon catheter was selected for dilatation; however, it was noted that the shaft came off near the hub of the catheter. They were unable to use the device. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.